Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the intraocular lens (iol) was being inserted into the capsular bag of the patient's operative eye, the trailing haptic was noted to be fractured. The lens was bisected and explanted. A new lens was injected and noted to be intact and well centered. No other information was provided.

Manufacturer narrative:
Received additional information from customer stating that there was no user error. There was no injury. No surgical or medical interventions performed. Serial number of the replacement lens used is (B)(6) . Physician is dr. (B)(6) . Patient details is available therefore, fields below updated. Additional information: section a2: age: 65 years, date of birth: (B)(6) 1947. Section a3: gender/sex: female. Section a4: weight: 115 lbs. Section a5: race: white, ethnicity: not hispanic/latino. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 18, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half with both haptics damaged. No additional defects were observed. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.